Event description:
Our vns consultant reported that he was trying to look up pt data history at a site on their handheld computer and received an error message that said "vns 7.1 has performed an illegal operation and if it persists contact program vendor" a soft and hard reset were performed. The flashcard was confirmed to be fully seated. The software went through the align screen, it came to the MFR main menu screen with the same error message. The handheld contained 7.1 programming software. MFR is pending receipt of the products for analysis.